Event description:
A patient undergoing continuous renal replacement therapy became profoundly hypotensive, coded, and expired 15 minutes after reinitiation of treatment following a filter change.

Manufacturer narrative:
The prismaflex machine was inspected by the hospital's biomedical technician. The device manufacturer has requested the following information from the hospital: clinical information associated with this event and the outcome of the biomedical technician's inspection of the prismaflex. No information has been received from the hospital as of this date.